Event description:
It was reported that there was an "air emboli due to loss of integrity of arterial lumen clear pvc extension." The event occurred at the "pt's residence." Device will be held until report is complete.